Event description:
A distributor reported that a user facility had performed a thermage cpt treatment on a patient and during the treatment, there was a spark from the tip. The patient experienced some blisters and lesions on the left side of their face. The patient was given a cold compress for 30 minutes, erythromycin eye ointment, and epidermal growth factor. The patient''s current status is recovered with no permanent damage or scarring expected. The medical reviewer deemed this case as not serious. The spark occurred with 266 pulses remaining with the highest energy used at 4.0-5.0. Treatment was stopped and the tip was inspected and burn marks were found on the tip membrane. The treatment tip was inspected prior to use with no issues found. The treatment tip surface was also inspected every 50 pulses during the treatment.

Manufacturer narrative:
The data log was requested to be returned for evaluation. The data log from the patient event was reviewed and based on available information, the handpiece and system had perform as expected. The treatment tip has not been returned for evaluation as of yet. The investigation is ongoing.

Manufacturer narrative:
The data log and treatment tip from the event were returned for evaluation. The data log showed some error codes had occurred during the treatment. These errors indicate a recoverable problem that require operator intervention. If the error occurs during a radio-frequency treatment, the radio-frequency delivery will be stopped, and then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into an "action required" mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. The treatment tip was evaluated and it passed flow, leak, and thermistor testing; however, failed visual inspection. The tip had a dent and dielectric breakdown on the tip membrane. Dents in the tip membrane would not cause this event, but dielectric membrane breakdown of the dielectric material can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Dielectric membrane breakdown on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. No damage on the radio-frequency trace of the tip was found. Thermage cpt system technical user¿s manual instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. A review of the manufacturing records show final manufacturing test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. All tips are visually inspected during the manufacturing and packaging process for any signs of damage to the tip membrane. Based on the available information, dielectric membrane breakdown to the tip caused this event. No corrective action is required.